Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the physician made several attempts to place the right ventricular (rv) lead, using multiple stylets. It was further reported that while handling the stylets, the physician's hands became bloody, and eventually the stylets would not advance into the lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. There was blood on the distal conductor of the lead, and visual inspection of distal conductor found blood obstruction. (See photo). Stylet insertion test result failed. Performed destructive analysis.